Manufacturer narrative:
Date of event - estimated in (B)(6) 2020 as the article was published in april 2020. Implant date- estimated in (B)(6) 2020 as the article was published in april 2020. Explant date - estimated in (B)(6) 2020 as the article was published in april 2020. Initial reporter name and address: (B)(6). Literature citation: turagam, mohit k., neuzil, petr, dukkipati, srinivas r., petru, jan, skalsky, ivo, weiner, menachem, reddy, vivek y. (2020). Percutaneous retrieval of left atrial appendage closure devices with an endoscopic grasping tool. Jacc: clinical electrophysiology vol. 6, no. 4, 2020; 404-413. Https://doi.org/10.1016/j.jacep.2019.11.015.

Event description:
It was reported via literature that a movement/shift occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman laa closure device was implanted via transesophageal echocardiography (tee) guidance with a maximal diameter of 18mm. At the patient's 1 year follow up, it was identified that the device migrated partially outside the laa ostium with one edge attached to the ostium and the other extending out in the left atrium. The closure device was then snared, and a new 21mm closure device was successfully implanted. The patient was discharge on rivaroxaban and aspirin for six weeks, which was followed by dual antiplatelets for six weeks followed by aspirin.